Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that transmitter was not communicating with the sensor. Sensor was manually inserted. When sensor was removed, it was found that cannula was missing. Customer's blood glucose was 7 mmol/l. Sensor would be replaced.

Manufacturer narrative:
A physical inspection was performed on 1 opened and used enlite sensor found the sensor cannula was best and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.